Event description:
The dr was unable to insert the iab through the sheath. The sheath was kinked when it was removed. Also, the hemostasis valve did not prevent the backflow of blood. Blood was leaking from the sheath. The iab was removed and another was inserted later that day. Event complications: none from the event-reported 1/20/97. Pt's current status: stable rpt'd 1/20/97.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Device label code for f10. Position 1: 1738. Device label code for f10. Position 2: 1738. Device label code for f10. Position 3: 1701. A datascope 10 french, 6 inch sheath/clear hemostasis valve assembly was returned for eval. Iab used with device was not returned. Visual examination revealed kinks in sheath tubing. Blood was noted on exterior of sheath. Lab examination revealed no bleed-back of water through hemostasis valve or at sheath/sheath hub junction. It was possible to pass a folded lab iab through returned sheath/hemostasis valve assembly without difficulty. It was not possible to verify reported difficulty. Probable cause of difficulty: no defects were found in the returned sheath/hemostasis valve assembly during lab examination. In general, difficluty advancing iab into sheath may be attributed to one or more of following: * user may have not drawn a sufficient vacuum on balloon during its removal from blister tray. * if drawn, a vaccum may have not been maintained throughout insertion procedure. * during insertion and advancement of sheath, sheath may have hit opposing wall of artery causing it to kink, * pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into sheath. * during iab insertion, balloon tip may have hit opposing wall of the artery as it exited end of sheath. * catheter and/or inner lumen kinked during insertion if balloon was not supported by a guide wire. * catheter was held too far back from site of insertion. Having opportunity to have examined iab used with sheath may have provided some add'l info into reported problem.